Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), weight increased ("weight gain"), alopecia ("alopecia") and feeling abnormal ("brain fog"). The patient was treated with surgery (underwent a hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, weight increased, alopecia and feeling abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, feeling abnormal, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain chronic pelvic discomfort evenr since her essure was inserted 2 years ago postpartum") and genital haemorrhage ("excessive abnormal bleeding") in an adult female patient who had essure (batch no. C36243,c35243) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the right coil was difficult to insert". The patient's past medical history included multigravida and parity 2. Concurrent conditions included overweight. Concomitant products included ibuprofen since 2015. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain/weight gain/loss specify: weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), pollakiuria ("bladder or urinary problems or changes: urinating more frequently"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), hot flush ("hormonal changes: hot flashes, mood swings"), mood swings ("hormonal changes: hot flashes, mood swings"), migraine ("migraine/headache"), vaginal discharge ("vaginal discharge"), pelvic discomfort ("chronic pelvic discomfort") and headache ("migraine/headache"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), alopecia ("alopecia/hair loss"), feeling abnormal ("brain fog"), pain ("all over body pain"), tooth disorder ("dental problems") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and alternative therapy (diet and exercise). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, weight increased, alopecia, vaginal haemorrhage, pollakiuria, dysmenorrhoea, dyspareunia, fatigue, hot flush, mood swings, migraine, vaginal discharge, tooth disorder and arthralgia had resolved and the genital haemorrhage, abdominal pain, feeling abnormal, menorrhagia, pelvic discomfort, headache and pain outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, pain, pelvic discomfort, pelvic pain, pollakiuria, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. There were 3 trailing coils noted. This was repeated on the right ostium. There were 2 trailing coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on 17-aug-2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic discomfort. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and mr received: events per pfs: abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, hormonal changes: hot flashes, mood swings, migraines / headaches, pain, vaginal discharge, weight gain, all over body pain were added, patient's medical history added. Date of insertion was updated. Lot number received. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain chronic pelvic discomfort evenr since her essure was inserted 2 years ago postpartum") and genital haemorrhage ("excessive abnormal bleeding") in an adult female patient who had essure (batch no. C36243-inv, c35243) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the right coil was difficult to insert". The patient's past medical history included gravida ii and parity 2. Concurrent conditions included overweight. Concomitant products included estrogen nos (estrogen) from 2013 to 2014 for birth control, medroxyprogesterone (depo provera) for contraception as well as ibuprofen since 2015. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced alopecia ("alopecia/hair loss"), migraine ("migraine/headache") and headache ("migraine/headache"). In 2015, the patient experienced pollakiuria ("bladder or urinary problems or changes: urinating more frequently"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hot flush ("hormonal changes: hot flashes, mood swings"), mood swings ("hormonal changes: hot flashes, mood swings") and pelvic discomfort ("chronic pelvic discomfort"). In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal discharge ("vaginal discharge"). In (B)(6)2015, the patient experienced weight increased ("weight gain/weight gain/loss specify: weight gain") and fatigue ("fatigue"). In (B)(6)2015, the patient experienced ovarian cyst ("other injury(ies) or complication(s) - please describe: ovarian cyst"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), pain ("all over body pain/pain throughout body"), tooth disorder ("dental problems") and arthralgia ("joint pain"). The patient was treated with ibuprofen (advil), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and alternative therapy (diet and exercise). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, weight increased, alopecia, vaginal haemorrhage, menorrhagia, pollakiuria, dysmenorrhoea, dyspareunia, fatigue, hot flush, mood swings, migraine, vaginal discharge, tooth disorder and arthralgia had resolved and the genital haemorrhage, abdominal pain, feeling abnormal, pelvic discomfort, headache, pain and ovarian cyst outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, ovarian cyst, pain, pelvic discomfort, pelvic pain, pollakiuria, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. There were 3 trailing coils noted. This was repeated on the right ostium. There were 2 trailing coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6)2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic discomfort. C36243 reported is invalid. C35243 is valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2018: pfs received: event ovarian cyst added. Event onset date added. Outcome of menorrhagia updated. Concomitant drugs added. Reporter aka name added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain chronic pelvic discomfort even since her essure was inserted 2 years ago postpartum") and genital haemorrhage ("excessive abnormal bleeding") in an adult female patient who had essure (batch no. C36243-inv, c35243) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the right coil was difficult to insert". The patient's medical history included gravida ii and parity 2. Concurrent conditions included overweight. Concomitant products included estradiol (estrogen) from 2013 to 2014 for birth control, medroxyprogesterone acetate (depo provera) for contraception as well as ibuprofen since 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pollakiuria ("bladder or urinary problems or changes: urinating more frequently"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine/headache"), vaginal discharge ("vaginal discharge"), headache ("migraine/headache") and abdominal distension ("bloating"). In 2015, the patient experienced pelvic discomfort ("chronic pelvic discomfort"). In (B)(6) 2015, the patient experienced alopecia ("alopecia/hair loss"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain/weight gain/loss specify: weight gain"). In (B)(6) 2015, the patient experienced ovarian cyst ("other injury(ies) or complication(s) - please describe: ovarian cyst"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"), hot flush ("hormonal changes: hot flashes, mood swings") and mood swings ("hormonal changes: hot flashes, mood swings"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), pain ("all over body pain/pain throughout body"), tooth disorder ("dental problems") and arthralgia ("joint pain"). The patient was treated with ibuprofen, surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and diet and exercise. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, weight increased, alopecia, vaginal haemorrhage, menorrhagia, pollakiuria, dysmenorrhoea, dyspareunia, fatigue, hot flush, mood swings, migraine, vaginal discharge, tooth disorder and arthralgia had resolved and the genital haemorrhage, abdominal pain, feeling abnormal, pelvic discomfort, headache, pain, ovarian cyst and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, ovarian cyst, pain, pelvic discomfort, pelvic pain, pollakiuria, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. There were 3 trailing coils noted. This was repeated on the right ostium. There were 2 trailing coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Bilateral essure coils identified in the adnexae; normal uterine contour; no contrast spillage identified in the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic discomfort. C36243 reported is invalid. C35243 is valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-feb-2019: pfs received: new event bloating were added. Treatment drug were added incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain chronic pelvic discomfort evenr since her essure was inserted 2 years ago postpartum") and genital haemorrhage ("excessive abnormal bleeding") in an adult female patient who had essure (batch no. C36243-inv, c35243) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the right coil was difficult to insert". The patient's past medical history included gravida ii and parity 2. Concurrent conditions included overweight. Concomitant products included ibuprofen since 2015. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain/weight gain/loss specify: weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), pollakiuria ("bladder or urinary problems or changes: urinating more frequently"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), hot flush ("hormonal changes: hot flashes, mood swings"), mood swings ("hormonal changes: hot flashes, mood swings"), migraine ("migraine/headache"), vaginal discharge ("vaginal discharge"), pelvic discomfort ("chronic pelvic discomfort") and headache ("migraine/headache"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), alopecia ("alopecia/hair loss"), feeling abnormal ("brain fog"), pain ("all over body pain"), tooth disorder ("dental problems") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and alternative therapy (diet and exercise). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, weight increased, alopecia, vaginal haemorrhage, pollakiuria, dysmenorrhoea, dyspareunia, fatigue, hot flush, mood swings, migraine, vaginal discharge, tooth disorder and arthralgia had resolved and the genital haemorrhage, abdominal pain, feeling abnormal, menorrhagia, pelvic discomfort, headache and pain outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, pain, pelvic discomfort, pelvic pain, pollakiuria, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. There were 3 trailing coils noted. This was repeated on the right ostium. There were 2 trailing coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic discomfort. C36243 reported is invalid. C35243 is valid . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.